Manufacturer narrative:
(B)(6). Device manufacture date: the devices were manufactured from february 15-20, 2019. The actual devices were not available; however, photographs of seven (7) devices were provided for evaluation. The photographs showed evidence of bladder rupture from seven intermate devices. The reported condition was verified from the photographs. The cause of the ruptures could not be determined from the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders (balloons) of seven (7) small volume intermates ruptured vertically prior to patient use. The devices were filled with nacl (0.9% sodium chloride). This was identified during filling in the compounding stage. There was no patient involvement. No additional information is available.